Manufacturer narrative:
Unit had unresponsive buttons due to flattened (creased) all buttons dome switch. No unlocked lcd keypad connector noted. Unable to perform operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test and delivery accuracy test or verify communicate to carelink pro and possible over/under delivery anomaly due to unresponsive button. Unit had minor scratched lcd window, cracked lcd window, cracked battery tube threads, cracked reservoir tube lip, cracked case at display window corners, stained address/serial number label and stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's parent called and reported that they experienced low blood glucose on (B)(6) 2018 with blood glucose of 30 to 53 mg/dl at the time of the incident. The customer was at 67 mg/dl at the time of the call. The customer used juice and food to treat. The customer was wearing the insulin pump during the incident. The customer believes the pump was over delivering as they've been going low for several weeks when they shouldn't be going low. The customer did a set change after the lows. Troubleshooting was completed but did not resolve the issue. The customer had a low of 32 mg/dl on (B)(6) 2018. The insulin pump will be returned for analysis.